Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9 correction to the g3 of the initial medwatch. The aware date should be 07oct2024 additional information b3, b5, d8, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed and an additional potential adverse event was noted where the light emitting diode (led) on the control panel did not light up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the led did not light up due to a failure of the printed circuit board. The cause into the occasional switching off when the cylinder was closed or exhausted could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer later reported that the event occurred during a colon procedure that was completed with a similar device with a 15 minute delay.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high flow insufflation unit occasionally switches off when the cylinder was closed or exhausted. There were no reports of patient harm.